Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the erythrolyse pump - pm4 was leaking and replaced the pump to resolve the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The customer reported a noise from the left side of the diluter on the instrument. The customer identified the leak from the erythrolyse pump, pm4. About 20 ml leaked from the bottom adjustment (hex) fitting and sprayed inside the diluter cover, and leaked onto the counter. The operator was wearing lab coat, eye protection, and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.